Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix bag 250ml had a leak from the sealing. This occurred during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found the administrative port broken off. A leak from the fill port clamp was observed during functional testing. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.